Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient would be getting a replacement; however, date not yet scheduled. Rep reported the patient had the implant for a long time and it is fading due to normal life span.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she went to use the device because her knee was bothering her but it was not working. The patient saw the implant on the screen when she turns the controller on but nothing happens. The patient replaced the battery inside the controller because she thought it was bad and the light where it says implant battery would not come on. The patient stated the device worked all the way up until yesterday. The patient was directed to follow-up with their healthcare provider. No new information. Additional information was received from the manufacturer representative (rep) 2019--09-24. It was reported that patient programmer can't turn stimulation on, but the manufacturer representative (rep) can turn the ins on with his clinician programmer. However, stimulation turns on and seems to go away fairly quickly. Initial interrogation shows 9 months left, but later test showed 2.2 months longevity. The ins was implanted (B)(6) 2005. It was reviewed that the ins battery is very unstable at the end of its life, thus implant replacement is recommended at this point. Impedance is 600-900 ohms range. Therapy impedance is 868 ohms. Patient may have a bad remote, but given battery status, the healthcare provider (hcp) is going to replace the implant. No patient symptoms were reported. No further complications were reported/anticipated.